Manufacturer narrative:
Complaint (B)(4). Received 18rk and 6pc 456002/b231133t for evaluation. Received customer pictures. We have no further inventory of the material/batch. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to draw volume and additive according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. The alleged malfunction is not confirmed.

Event description:
The customer provided photographs and reported 8 sample tubes that were rejected for hemolysis and not suitable to use. The customer advised the samples were collected from the diversion pouch of an idl spectra optia collection kit. The customer advised the tubes were properly filled to the fill mark. The customer advised other tubes collected from the donors at the same time were not hemolyzed. The customer advised the tourniquet was applied for 30 seconds from a single venipuncture. The customer advised all tubes reported no difficulties or fist pumping reported during the blood collection process.